Event description:
Per medwatch mw5109422: spontaneous: patient called in stating she did a mix and got a blockage error high pressure alarm. At first the patient tried to check the line no kinks, the batteries were fine she undid the cassette and redid it and was clamped and undamped. Same message had the patient check the side where the air detector is she did see air bubble in the line. She said the blue tab was already off advised her to press down on the green tab which she did and tried to take out the air bubble but was not able to (seemed like she was having difficulty pulling it out). Advised her to try another cassette. She was in the process of making a new cassette. She will call back if there are any problems. Cassette lot 4235253. No patient involvement. No injury was reported. Cassette available for return. Cassette no replace. Patient was able to switch to additional cassettes. Infusion continued. Patient did not call back. Infusion life-sustaining. Event resolved.

Manufacturer narrative:
H10: no product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional information received via email from customer on 07-jun-2022 and attached by ICU medical in complaint: patient details updated in attributes. Patient confirmed that cassette has been shipped for return; tracking info not available.